Event description:
It was reported to philips that the touchscreen is not working properly. There was no patient involvement or harm. This event was reported to have occurred during testing outside of clinical use. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer was unable to duplicate the issue and was able to calibrate the touchscreen successfully. They were able to touch different areas of the touchscreen and it operated fine. The rse provided the part number for the touchscreen, in case it was needed. The customer stated they will check the device again to confirm functionality. The device was checked again and was working properly. No parts needed to be replaced. Following the evaluation of the device, the customer calibrated the touchscreen to resolve the problem. Based on the information provided and service performed, the customer's alleged malfunction was not confirmed.